Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). The physician could not cross the lesion with a 3.00x16mm taxus liberte stent. When it was removed outside the pt, the physician noticed that the stent proximal edge was lifted up. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "no problem."

Manufacturer narrative:
Pt:18 years or older. (B) (4).